Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte vialon 24ga x 0.75in - leakage. This is a complaint about leak from the connection point during use. It was reported that confirmed leak from the connection point. Leakage ceased after exchanging the placement needle.

Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue of leakage was not confirmed upon inspection of the photo. Bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.